Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker had recorded episodes due to noise being oversensed on the non boston scientific right ventricular (rv) lead. Data was sent to boston scientific technical services (ts) for review. A ts consultant discussed that the noise observed on the ventricular channel is a result of the device oversensing the minute ventilation (mv) signal. It was also noted that the non-boston scientific right atrial (ra) lead had a single pacing impedance measurement above 3,000 ohms, and then the measurements dropped down to 300 ohms. As a result of the high out of range pacing impedance measurement, the lead safety switch algorithm was triggered. Additional troubleshooting was discussed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the minute ventilation feature was programmed off. No other actions were reported and this pacemaker remains implanted and in service. No adverse patient effects were reported.